Event description:
It was reported that the ilet bionic pancreas exhibited a screen visibility issue in the morning, with the display difficult to read, and a replacement device was arranged; the affected device component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an ambient light problem affecting readability, consistent with a display that was difficult to read and implicating the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.